Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the touchscreen has become unresponsive. Reportedly, when the customer presses the "1" the number "2" does not illuminate. Customer's blood glucose level was not impacted. Troubleshooting with tandem technical support was performed. It was indicated that the customer would use manual injections as alternate insulin therapy.